Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("prolonged menses") in a (B)(6) year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included body mass index normal and maternal exposure during breast feeding. Concomitant products included levothyroxine since (B)(6) 2015 for hypothyroidism as well as cilest (sprintec), loratadine (claritin) since 2005, salbutamol (albuterol) since 2004 and sumatriptan (imitrex) since 2015. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/abnormal menstrual pain"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with resuscitation (she underwent a bilateral salpingectomy), surgery (laparoscopic salpingectomy with removal of essure coils), surgery (novasure endometrial ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, fatigue, alopecia and nausea had resolved and the headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, she sought medical treatment regarding the aforementioned symptoms. However, removing of the essure coils also required removal of her bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirmed fallopian tubes were bilaterally occluded. On (B)(6) 2015 - ultrasound (B)(6) 2013 showed a uterus measuring 6.6 x 4.1 x 5.9. The right ovary measured 2.8 x 3.8 x 2.5, the left 2.4 x 2.5 x 1.2. Hsg was done that showed bilateral tubal occlusion. Procedure note: endometrial biopsy. Impression and plan: female with heavy menses and pelvic pain since essure coils placed. Has tried birth control pills for cycle regulation. Would like coils removed. We did discuss some people, a small subset who have pain after the coils are placed. Laparoscopy to remove coils and tubes. Most recent follow-up information incorporated above includes: on 03-jul-2018: pfs received. Concomitant drugs were added. Events headaches, pelvic pain, vaginal bleeding, menorrhagia, fatigue, hair loss and nausea outcomes updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("prolonged menses") in a 37-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included body mass index normal and maternal exposure during breast feeding. Concomitant products included levothyroxine since (B)(6) 2015 for hypothyroidism as well as cilest (sprintec), loratadine (claritin) since 2005, salbutamol (albuterol) since 2004 and sumatriptan (imitrex) since 2015. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/abnormal menstrual pain"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with resuscitation (she underwent a bilateral salpingectomy), surgery (laproscopic salpingectomy with removal of essure coils,) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, pelvic pain, vaginal haemorrhage, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, fatigue, alopecia and nausea had resolved and the headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, she sought medical treatment regarding the aforementioned symptoms.however, removing of the essure coils also required removal of her bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirmed fallopian tubes were bilaterallyoccluded (B)(6) 2015 - ultrasound (B)(6) 2013 showed a uterus measuring 6.6 x 4.1 x 5.9. The right ovary measured 2.8 x 3.8 x 2.5, the left 2.4 x 2.5 x 1.2. Hsg was done that showed bilateral tubal occlusion. Procedure note: endometrial biopsy. Impression and plan: female with heavy menses and pelvic pain since essure coils placed. Has tried birth control pills for cycle regulation. Would like coils removed. We did discuss some people, a small subset who have pain after the coils are placed. Laparoscopy to remove coils and tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("abnormal vaginal bleeding") in a 37-year-old female patient who had essure (batch no. A85500) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included body mass index normal and maternal exposure during breast feeding. Concomitant products included cilest (sprintec) and sumatriptan (imitrex) since 2015. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("prolonged menses"). On (B)(6) 2013, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/abnormal menstrual pain"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain and pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (laproscopic salpingectomy with removal of essure coils,) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved and the pelvic pain, vaginal haemorrhage, fatigue, alopecia, headache, nausea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2013, she sought medical treatment regarding the aforementioned symptoms. However, removing of the essure coils also required removal of her bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirmed fallopian tubes were bilaterally occluded (B)(6) 2015 - ultrasound (B)(6) 2013 showed a uterus measuring 6.6 x 4.1 x 5.9. The right ovary measured 2.8 x 3.8 x 2.5, the left 2.4 x 2.5 x 1.2. Hsg was done that showed bilateral tubal occlusion. Procedure note: endometrial biopsy impression and plan: female with heavy menses and pelvic pain since essure coils placed. Has tried birth control pills for cycle regulation. Would like coils removed. We did discuss some people, a small subset who have pain after the coils are placed. Laparoscopy to remove coils and tubes. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs and medical record received : event abnormal vaginal bleeding, fatigue, hair loss, headaches, nausea,weight gain, pelvic pain, lower abdomen pain added. Reporters added, concomitant medication added, concurrent condition added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/abnormal menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. The reporter commented: (B)(6), she sought medical treatment regarding the aforementioned symptoms. However, removing of the essure coils also required removal of her bilateral fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.